Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and customer does allege pump was under delivering. The customer¿s blood glucose was 240 mg/dl, 216 mg/dl and the sensor glucose was 102 mg/dl. Customer's other blood glucose was 142 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 79 mg/dl. Suspend on low limit in sensor settings was 85 mg/dl. Customer was treated with bolus for high blood glucose. Customer assisted with displacement test and it was passed. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor and insulin pump will not be returned for analysis.